Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of an user of a ds2adv auto CPAP alleging black contamination in the tubing/chamber. The patient also reported pieces of plastic coming through the mask. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an user of a ds2adv auto CPAP alleging black contamination in the tubing/chamber. The patient also reported pieces of plastic coming through the mask. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.